Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was reading inaccurately high. On (B)(4) 2011, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient stated the alleged issue began on (B)(6) 2011 at approximately 7 or 8am. The patient reported blood glucose results of '151mg/dl' with the subject meter and '98mg/dl' on a friend's meter, (unknown type) performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient informed the mss that she manages her diabetes with 'humalog 70/30' insulin, 15 units in the morning and 15 units at night and 'regular' insulin to cover based on carbohydrates. The patient claimed that prior to testing and receiving the reported results, she was experiencing symptoms of 'shaking, cotton mouth and sweating' for "hours." The patient informed the mss that her readings taken prior to this were normal and reported glucose results of '107-108mg/dl' during the previous night. The patient denied taking any action regarding her normal diabetes management routine in response to the alleged high result. The patient claimed she went to the emergency room (ER) on that same day at an unknown time and was tested using the ER meter that gave a result of '54mg/dl' at an unknown time. The patient was reportedly treated by an hcp with food and drink and stated she felt better shortly afterwards. The patient claimed she was kept overnight at the ER due to having a panic attack at the hospital. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site. The subject strips that the patient was using at the time of the concern were expired. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter and was reportedly treated by a healthcare professional for symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.